Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('hypermenorrhoea') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("impaired concentration"), aphasia ("aphasia"), fibromyalgia ("muscle pain such as fibromyalgia"), muscle spasms ("muscle spasms"), bone pain ("permanent bone pain"), arthralgia ("permanent joint pain"), thyroid disorder ("thyroid disorders"), dry eye ("dry eyes"), vision blurred ("difficulty focusing"), tachycardia ("tachycardia"), abdominal distension ("abdominal swelling"), alopecia ("significant hair loss") and dry skin ("very dry skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, coital bleeding, fatigue, amnesia, disturbance in attention, aphasia, weight increased, fibromyalgia, muscle spasms, bone pain, arthralgia, thyroid disorder, dry eye, vision blurred, tachycardia, abdominal distension, alopecia and dry skin had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, amnesia, aphasia, arthralgia, bone pain, coital bleeding, disturbance in attention, dry eye, dry skin, fatigue, fibromyalgia, heavy menstrual bleeding, muscle spasms, tachycardia, thyroid disorder, vision blurred and weight increased with essure. The reporter commented: since the essure implants were inserted in the tubes, many side effects that have become more and more marked over time. The symptoms started a few months after insertion, up until now 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('hypermenorrhoea') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("impaired concentration"), aphasia ("aphasia"), fibromyalgia ("muscle pain such as fibromyalgia"), muscle spasms ("muscle spasms"), bone pain ("permanent bone pain"), arthralgia ("permanent joint pain"), thyroid disorder ("thyroid disorders"), dry eye ("dry eyes"), vision blurred ("difficulty focusing"), tachycardia ("tachycardia"), abdominal distension ("abdominal swelling"), alopecia ("significant hair loss") and dry skin ("very dry skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, coital bleeding, fatigue, amnesia, disturbance in attention, aphasia, weight increased, fibromyalgia, muscle spasms, bone pain, arthralgia, thyroid disorder, dry eye, vision blurred, tachycardia, abdominal distension, alopecia and dry skin had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, amnesia, aphasia, arthralgia, bone pain, coital bleeding, disturbance in attention, dry eye, dry skin, fatigue, fibromyalgia, heavy menstrual bleeding, muscle spasms, tachycardia, thyroid disorder, vision blurred and weight increased with essure. The reporter commented: since the essure implants were inserted in the tubes, many side effects that have become more and more marked over time. The symptoms started a few months after insertion, up until now 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('hypermenorrhoea') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("impaired concentration"), aphasia ("aphasia"), fibromyalgia ("muscle pain such as fibromyalgia"), muscle spasms ("muscle spasms"), bone pain ("permanent bone pain"), arthralgia ("permanent joint pain"), thyroid disorder ("thyroid disorders"), dry eye ("dry eyes"), vision blurred ("difficulty focusing"), tachycardia ("tachycardia"), abdominal distension ("abdominal swelling"), alopecia ("significant hair loss") and dry skin ("very dry skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, coital bleeding, fatigue, amnesia, disturbance in attention, aphasia, weight increased, fibromyalgia, muscle spasms, bone pain, arthralgia, thyroid disorder, dry eye, vision blurred, tachycardia, abdominal distension, alopecia and dry skin had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, amnesia, aphasia, arthralgia, bone pain, coital bleeding, disturbance in attention, dry eye, dry skin, fatigue, fibromyalgia, heavy menstrual bleeding, muscle spasms, tachycardia, thyroid disorder, vision blurred and weight increased with essure. The reporter commented: since the essure implants were inserted in the tubes, many side effects that have become more and more marked over time. The symptoms started a few months after insertion, up until now 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.